Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter two pieces. The device was bloody, and the balloon was tightly folded. The tip, balloon, inner/outer shaft, and hypotube were microscopically and visually inspected. Inspection revealed a separation in the hypotube located 93 cm from the tip of the device and numerous kinks in the hypotube. The fracture faces of the separation were oval, as if kinked prior to separation. Inspection of the rest of the device found no other damage or defects.

Event description:
Reportable based on device analysis completed on 31-may-2019. It was reported that crossing difficulties were encountered. The 85% stenosed, 12mmx3.5mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 3.5mm x 12mm quantum maverick balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed shaft detachment.